Manufacturer narrative:
G3: the initial report was submitted with an aware date of 23mar2023. The correct aware date is 22mar2023. Manufacturer's investigation conclusion: the reported event of s3: system fault alarms was confirmed via a log file extracted from the returned centrimag console (serial number:(B)(6). Two s3: system fault alarms correlating to a potential communication issue were observed on 22mar2023, occurring shortly after the console was powered on. The console was not observed to have been in patient use on this date. The console was observed to have been shut down shortly after each alarm, and no other notable events were observed. The returned centrimag console was functionally tested at the service depot for an extended period, and atypical events were unable to be reproduced throughout all testing. The console operated a mock loop as intended and was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number: (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was not confirmed. The centrimag console (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Per additional information, negotiations were being made in the institution to remove the console, and then to start the internal legal approvals for the importation of the equipment. This event will be reopened with further analysis if the console is returned for investigation. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the console was turned on and a self-test was performed, an s3 alarm occurred. The console could not be used.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.